Manufacturer narrative:
Three opened knives were received in blisters for the report of dull blades. One knife was incorrectly seated within the blade protector tray within the blister. The returned samples were visually inspected and were found to be nonconforming. Sample numbers one and three had damaged tips and sample number two had a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. Photos attached to the parent complaint file were reviewed by the manufacturing site. There are three photos attached. Photo numbers one and three are of pak lists, which confirm the reported pak lot numbers listed in the pawe grid. Photo number two is of three tyveks and a knife in a blade protector tray. The tyveks confirm the reported product and lot numbers of the knives. The knife within the blade protector tray is a 2.4mm knife which is incorrectly seated within the tray. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that each dull knife was noted during a separate cataract surgery. An alternate knife was obtained in order to complete each procedure. While the incision was noted to be poor with the unsatisfactory knives, there was no harm to any patient.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were noted to be dull during surgeries. Patient impact information is unknown. Additional information has been requested.